Manufacturer narrative:
While on-site to inspect the cart, the steris service technician observed the user facility personnel incorrectly removing the transfer cart from the sterilizer. Specifically, employees are instructed to unload the cart by pulling the cart straight out of the sterilizer and are not to pull or push on the sides of the cart to remove.steris has determined the incident occurred due to user error and has reinforced the importance of pulling the cart straight out of the sterilizer and recommended a visual check of alignment prior to placing or removing a cart from the sterilizer. Steris provided the facility in-service training on march 25, 2010 addressing the proper loading and unloading process for transfer carts. Steris also advised hospital personnel that a fully loaded cart should not be lifted due to the heavy weight (approximated at 400 lbs).

Event description:
The user facility reported that a fully loaded transfer cart came off the track while the cart was being removed from the sterilizer. The operator tried to re-seat the cart on the track and in the process strained her back. The employee sought treatment from the facility employee health department and was treated for back strain. She was also put on light duty and was advised to follow up with a physical therapist.

Event description:
The facility manager of sterile processing reports that the employee fully recovered.